Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurately low control solution results on their one touch ping meter. The reporter obtained the following results: "104, 108, 109, 99, 106 and 107mg/dl". These are outside the control solution range of "112-149mg/dl" for the strip lot being used to test with. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (10/07/2014). The patient¿s control solution and test strips have been returned on 9/9/2014 and evaluated by lifescan product analysis on 9/25/2014 and 10/2/2014, respectively, with the following findings:the control solution involved with this complaint failed testing. The control solution were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the control solution was found to have high glucose results when tested with control solution. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.